Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the event description: this instrument is composed of a 1 part. There was a crack on the excel t-handle and zt trial sleeves have few dents with sharp scratches. As per the images attached. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of zt trial sleeve 20b lrg revealed scratches inside metal tube and heavy wear patterns all over device surface. Additionally, impact signs were found on distal edges of device causing deformation. Since device was used over 13 years, it's reasonable to conclude that scratch and wear condition were identified as an end of life indicator; damage consistent with repeated use and servicing. Where deformation was found on device, the potential cause can be attributed to unintended use error by use of excessive force during the assembling process. The s-rom modular hip system surgical technique (B)(6) rev 1 was reviewed and potential cause, for this condition, can be confirmed with the next statement: "gently impact the trial sleeve into the prepared metaphysis. Seat the trial sleeve completely and withdraw the introducer handle. At this point, evaluate the sleeve in relation to its final position". Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection and a functional teste were not performed since they were not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the zt trial sleeve 20b lrg would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "zt trial sleeves have few dents with sharp scratches" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that scratches are present on zt trial sleeve 20b lrg and edges are bent. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the zt trial sleeve 20b lrg would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This instrument is composed of a 1 part. The zt trial sleeves have a few dents with sharp scratches. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.